Event description:
It was reported by the customer that a pyxis anesthesia es system drawer handle completely came off when a user tried to open it, preventing users from removing medication and affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-mar-2022 to 01-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer handle completely came off when a user tried to access. A field service engineer inspected the device and stated that the customer installed the spare by themselves to resolve the issue. The system functioned as intended after getting assessed by the customer and acknowledged by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer handle completely came off when a user tried to open it, preventing users from removing medication and affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The customer requested for the complaint file to be closed as they had a spare handle available on site and installed themselves to resolve.